Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep repaired the power cord as needed. The system operates as intended.

Event description:
The customer states the system would not expose. After reboot the system operates as intended.